Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model#: not reported / lot#: not reported / dom: n/a / exp: n/a (qty. 2).(B)(4).

Event description:
Information received from the article, fischer s, perez ma, kurre w, et al. Pipeline embolization device for the treatment of intra- and extracranial fusiform and dissecting aneurysms: initial experience and long-term follow-up. Neurosurgery. 2014 oct; 75(4):364-374. A total of 65 patients (41 females and 31 males) with 69 fusiform or dissecting aneurysms (38 located in the posterior circulation and 31 located in the anterior circulation) underwent endovascular ped (pipeline embolization device) treatment. Six cases experienced ped deployment difficulty. Case# 6: treatment of a ba (basilar artery) trunk aneurysm. The patient presented with mass effect and emboli. The mrs (modified rankin scale) = 1. The patient underwent ped treatment involving three pipelines. During the procedure, there was a twist in the last ped and it did not completely open after coaxial implantation of the three devices. The ped finally opened with a balloon-expandable coronary stent (coroflex please). There was no clinical impairment.